Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported yesterday they had an incident with their ins because it seemed as though the ins was shut off. They explained that the dbs controls the left brain, so their right hand had been impacted. Their right hand started shaking out of control. They used the patient programmer to check the therapy. It showed the therapy was off and the patient programmer battery was ok. They changed the batteries out and that seemed to correct it. The patient reported their therapy was now on and the battery reads ok. They confirmed they were no longer experiencing the symptoms that they were experiencing yesterday. The patient confirmed they've had no tests done. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported quite some time before the return of shaking the consumer reprogrammed their device to 320 rather than 310 and they began shaking. The consumer checked the device and it kept showing off, so they changed the batteries in their handheld device and programmed the device to 320. Within a few minutes the shaking subsided and things were okay since that time. No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) reported the cause of the implantable neurostimulator (ins) turning off and sudden shaking was not yet determined as the patient going to be followed in the office. According to the hcp they believed the issue with the ins turning off and sudden shaking was resolved. No further complications were anticipated.